Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 06/2015) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient was allegedly diagnosed with catheter fracture. It was further reported that the fragmented port catheter was removed on first attempt. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that two years, one month, and one day post a port placement, the port was allegedly difficult to be flushed. It was further reported that the catheter allegedly fractured. Furthermore, the distal aspect of the port had allegedly migrated into the patient¿s right pulmonary artery with extension into the right lower lobe. Evidently, the snare and the retained loose catheter tip were removed through the femoral sheath without any complication. Reportedly, the port and catheter were retrieved intact. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post port placement, the catheter was allegedly fractured. Computed tomography angiogram revealed that the distal aspect of the port had allegedly migrated into the patient¿s right pulmonary artery with extension into the right lower lobe. The proximal aspect of this port was appropriately positioned. The length of the migrated portion of the port-a-cath was 7cm. On the same day, foreign body retrieval from pulmonary artery was performed. Using fluoroscopy, a snare was advanced through the sheath and loose catheter tip was snared with the loop snare. The snare and the retained loose catheter tip were removed through the femoral sheath without any complication. Entire broken catheter was removed from the right pulmonary artery. The patient tolerated the procedure well without any acute constipation. Around nine months and six days later, right anterior chest wall port-a-cath removal was performed. Reportedly, the port and catheter were retrieved intact. There were no complications. Therefore, the investigation is confirmed for the reported fracture, material separation and migration. However, the investigation is inconclusive for the reported difficult to flush as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2015). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2015), g2, g3, h6 (device) h11: b3, b5, d6 (medical device explant date), h1, h6 (patient, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that two years, one month, and one day post a port placement, the port was allegedly difficult to be flushed. It was further reported that the catheter allegedly fractured. Furthermore, the distal aspect of the port had allegedly migrated into the patient¿s right pulmonary artery with extension into the right lower lobe. Furthermore, the snare and the retained loose catheter tip were removed through the femoral sheath without any complication. Reportedly, the port and catheter were retrieved intact. The current status of the patient is unknown.